Event description:
Implanted two cardiac resynchronization therapy lead devices using the cronus ms wires to guide the device to its intended target area. In the process, two wires were damaged from the the constant pushing and pulling of the wires, eventually breaking 1 and having 1 jam in the lead (guidant easytrak) resulting in discarding both the guidewires and leads. Both stereotaxis wires were removed intact from the pt. No injury occurred.